Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer). (B)(4).

Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received. Product was used for therapeutic treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Concomitant therapy: unknown uretex urethral support system ref#: unknown lot#: unknown product#: unknown. Reason for mesh implantation: stress incontinence, cystocele grade 3 on international classification, urodynamic testing shows compliance. Procedure (s) performed: cystocele repair with avaulta graft, transobturator tape urethropexy for stress incontinence, multiple cystoscopies during procedure and after procedure under general anesthesia. Complications: (B)(6) 2007 - right inguinal pain, having frequent nausea and vomiting when her pain gets severe for several weeks but now postoperatively, she is not able to lift her leg up off the bed because the pain is so severe. Assessment: right lower quadrant/inguinal pain possibly due to positioning during surgery. - advised narcotic pain medications and pelvic ultrasound. On (B)(6) 2007 - pain at right inguinal is improving. Assessment: helicobacter (h) pylori infection and right (r) obturator strain and right ovarian cyst -triple drug therapy ¿ discharged. On (B)(6) 2007 - minor groin pain, has anterior enterocele. Assessment: cystocele incontinence resolved. On (B)(6) 2007 - vaginal pain - small erosion of the tape with induration of the right tape placement ¿ plan surgical excision, under anesthesia as an outpatient.